Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's lcd and the lcd to system board cable were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address these issues. The device had evidence of being dropped.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported.